Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3 unknown

Event description:
It was reported that the pump exhibited an emptied tubing alarm. No patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, peeled dso seal, worn uso seal, and minor scratches on the chassis. The device's event history log showed multiple ?cassette not attached properly' alarms. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the contaminated dso senor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).